Event description:
The customer reported that the antenna was inserted into the pt's kidney with some difficulty and the generator in use provided an error code 90. The antenna was removed from the pt and the surgeon used a new antenna to successfully complete the procedure. There was no pt injury, but the charging and replacement of the antenna led to a 40 min delay to the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.